Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device has not been returned, at this time.

Event description:
Per nurse: site rite 6 (B)(4)- the machine will power on and after only a few minutes the image display will go black even though the machine is still powered on. A few seconds later the display image will reappear and then again go black.